Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle broke outside of the joint after the procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: needle dislodged/broken from bottom jaw. Needle was thrown away the probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the needle broke outside of the joint after the procedure.